Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer tried to do a bolus and screen went blank on the insulin pump. The batteries were changed and the screen remained blank. Troubleshooting was declined. The blood sugar is unknown and the insulin pump is not returning.